Event description:
According to copies of medical records forwarded to shiley from the initial reporter, the pt presented to pt's physician's office in cardiogenic shock. The pt was transported to the hospital's radiology department where an emergency cardiac catherization was done and an intra-aortic balloon pump was implanted. According to the copies of medical records, the pt had a complicated recovery period post-operatively. The pt developed coagulopathy with disseminated intravascular coagulation, renal insufficiency, gastro-intestinal bleeding and gram positive sepsis. The pt was discharged to a skilled nursing facility approximately one month after surgery.

Event description:
The initial reporter advised MFR that pt had their bjork-shiley 60 degree convexo-concave mitral heart valve replaced due to an alleged outlet strut fracture. The initial rptr stated that pt was admitted to the hospital in "cardiologenic [sic] shock with acute mitral regurgitation". The pt had open heart surgery. According to the initial rptr, "[during surgery] it was learned that the valve had fractured and the disc of the valve had embolized into the aorta". According to the initial rptr, the disc was retrieved through a secondary laparotomy incision. The pt survived surgery. Add'l info was subsequently obtained from a nurse at the user facility who confirmed that the pt had been admitted to the hospital in an emergent condition and had valve replacement surgery. According to the nurse, "one leg of the valve was broken".